Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint.- the patient was revised because of pain, elevated cobalt levels, lysis material present, and the cup required version adjustment. Doi: unknown dor: (B)(6) 2011 (right hip). Update: 9/24/2013 - litigation papers received. Litigation alleges inflammation, discomfort and difficulty ambulating. Date of implant has been provided. There is no additional information that would affect the outcome of this investigation. Update has been electronically attached to the complaint document. Update: 11/20/2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated an unstable hip, pain, subluxation, dislocation, and malpositioned cup. The stem is being added for the alleged high metal ions (no lab results provided). There was no mention of osteolysis. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 12/16/2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.